Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with an anterior colporrhaphy and vaginal/ paravaginal repair due to sui and symptomatic prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, hesitancy, nocturia, incomplete bladder emptying, and urinary tract infection.